Manufacturer narrative:
Citation: burri m, et al. Hemodynamic comparison between the avalus and the perimount magna ease aortic bioprosthesis up to 5 years. The thoracic and cardiovascular surgeon. 2022 dec 3. Doi: 10.1055/s-0042-1758553. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the hemodynamic performance of the avalus and perimount magna ease bioprostheses during five-year follow-up. The authors compared a propensity-score matched group of 48 patients who underwent aortic valve replacement with a perimount magna ease bioprosthesis (implantation date: october 2007 ¿ october 2008) to a group of 48 patients each implanted with a medtronic avalus bioprosthesis (implantation date: october 2014 ¿ november 2015). The authors noted that both groups accomplished a complete annual echocardiographic follow-up over five years. In the avalus group, a total of four deaths occurred. The following circumstances were reported: in-hospital death (one case), death during follow-up due to unspecified causes (two cases), and death during follow-up due to cardiac causes (one case). No further details were disclosed. In the avalus group, the following adverse events occurred: reoperation for endocarditis, increased mean pressure gradient, patient-prosthesis mismatch, ischemic stroke, and permanent pacemaker implantation due to atrioventricular block or sick-sinus-syndrome. No additional adverse patient effects or product performance issues were reported.